Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter alleged that the display was dim, faded, and/or discolored. It was noted that the display screen was not safely legible. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/13/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: investigation revealed that the display screen was dim and discolored. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked, the threads on the battery cap were stripped, and there was moisture in the battery compartment. Leak testing revealed a leak at the battery compartment crack. Additionally, all keypad buttons were found to be responding intermittently. There was no physical damage to the keypad cover. The keypad cover was removed and there was evidence of contamination found on all button contacts.